Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to confirm alarms due to motor error alarms.

Event description:
It was reported that the insulin pump alarmed the same error more than once and the insulin pump's sensor could no longer read the reservoir status. The customer's blood glucose was unknown. Nothing further was reported.